Event description:
The facility reported to baxter (B)(4) of a nonvented spike with clearlink in which a leak was observed at the point where the white part (the spike) connects to the clear component. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a leak in a non-vented spike with clearlink was observed at the point where the white part (the spike) connects to the clear component, which confirmed the issue. One sample was available for evaluation at the plant. Visual inspection confirmed that a crack in the white plastic of the clearlink. No other test was performed. The assignable root cause of the reported condition is not identified. Additional information: this issue is being investigated through CAPA.